Event description:
It was reported that during a percutaneous coronary intervention (pci), a shaft beak and removal difficulties occurred. When the 3.00x20mm liberte bare metal stent delivery system (sds) was inserted over a non-bsc guidewire, the devices "got stuck together outside the pt." In attempt to remove the liberte bare sds, the shaft broke into two pieces. The procedure was completed with a different device and no pt complications were reported. The pt's current condition is listed as "good".